Event description:
It was reported that high ventricular lead impedance values were observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.